Event description:
Reporter indicated that vns patient had passed away. Treating physician indicated that the cause of death was sudep (sudden unexplained death in epilepsy). It was reported that the pt was found dead in bed in the morning with no evidence of seizure. Treating physician indicated that the patient experienced a >50% reduction in seizure activity with the vns therapy and was receiving therapy at the time of death. System diagnostics testing performed at office visit approx three months prior to death was within normal limits, indicating proper device function at that time. Treating physician indicated that the ncp system was not related to the cause of death. It was reported that the ncp system was not explanted and will therefore not be returned to manufacturer for analysis.

Manufacturer narrative:
Treating physician indicated that, the ncp system was not related to the cause of death.